Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump inappropriately suspended due to a sensor glucose of 70 mg/dl or below and a blood glucose of 140 mg/dl. Troubleshooting did not occur; he overheard advice his diabetes trainer was telling someone else about the sensor. The customer used this information and his sensor functioned properly again. No products were shipped or returned.